Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection manifested by cloudy effluent. The cause and treatment were not reported. It was reported that the patient has a daily visit to the unit for the next two weeks as an outpatient due to infection; however, it was not reported if the patient was hospitalized for the event. At the time of this report, the patient has recovered with sequelae. Action taken with pd therapy was unknown. No additional information is available.